Event description:
It was reported that during total knee arthroplasty (tka) surgery, the velys saw interface right device where the saw handpiece attaches became loose while in use with the velys saw handpiece device. The right side was affected. During further follow up it was reported that the user attempted to push black cord back in, the surgeon was offered another saw handpiece and interface but declined, was offered manual instruments, again declined. Positioning of patient changed, no difference. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Event description:
It was reported that during \[name of surgery]" surgery, the velys saw interface right device where the saw handpiece attaches became loose while in use with the velys saw handpiece device. The right side was affected. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative:

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unspecified surgery, the velys saw interface right device where the saw handpiece attaches became loose while in use with the velys saw handpiece device. The right side was affected. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information.